Manufacturer narrative:
D9 updated. The product has been returned. A160105 removed from h6; a150202 added to h6. Corrected data: d1 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66 year old female with acute myocardial infarction and cardiogenic shock, consistent with scai stage e, was supported with an impella cp via right femoral percutaneous accesson (B)(6) 2026 at 6:15 pm. Shortly after implantation, the patient experienced a ¿position in aorta¿ alarm. The device was repositioned under echocardiographic guidance with resolution of the alarm, and a formal echocardiogram was ordered to confirm placement. Subsequent laboratory values demonstrated elevated plasma free hemoglobin (561 mg/dl) and increased ldh, raising concern for hemolysis. The patient experienced significant hemolysis during support with the impella cp and was bridged to an impella 5.5. The patient survived and remained on impella 5.5 support, and the affected device was requested for return and further evaluation.